Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker did not last long as projected because the patient was using it more than expected. This device remains in service. No adverse patient effects were reported.